Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and lso had under delivery. The customer¿s blood glucose level was 429mg/dl at the time of the incident and the current blood glucose was 210 mg/dl. The customer¿s blood glucose level was 372 mg/dl. The customer also had symptoms such as headache. The customer was treated with bolus. The customer alleges pump is under delivering and was not seeing results they¿re happy with. The customer was assisted with performing the high pressure test and the test results had insulin flow blocked. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.